Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device not returned.

Event description:
The customer reported the sphb number did not change despite blood loss and cell saver given during an open heart procedure, he did compare our number to istat; however, at the start of the case our number correlated with the lab 11.9 sphb 12. After bypass our number remained 12.2/12.3 after blood loss and cell saver given. No patient impact or consequences were reported.